Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated the customer experienced hyperglycemia of over 400 mg/dl and was unable to lower her blood glucose by delivering insulin via the infusion device. She was admitted to the hospital with a blood glucose level of 792 mg/dl. She was diagnosed with diabetic ketoacidosis and treated with insulin via a different infusion device. The customer believes there was a failure with the occlusion sensor or the infusion device does not deliver the correct amount of insulin. The alleged product was requested for evaluation.